Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, anxiety, migraine, endometriosis and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection ((bladder/ urinary tract/vaginal) type: vaginal and bladder)"), cystitis ("infection ((bladder/ urinary tract/vaginal) type: vaginal and bladder)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain/loss: specify: gain"). The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and dyspareunia had resolved and the vaginal haemorrhage, vaginal infection, cystitis, migraine, headache, nausea, fatigue, weight increased and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, essure devices are functioning properly. No evidence of contrast spillage into the peritoneum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: plaintiff fact sheet and medical records received. This case became valid after addition of events from pfs. The event injury was replaced with abnormal bleeding (vaginal, menorrhagia), infection(bladder/urinary tract/vaginal) type: vaginal and bladder, migraines /headaches, nausea, pelvic pain, abdominal pain lower, dysmenorrhea, dyspareunia, fatigue, weight gain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, anxiety, migraine, endometriosis and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection ((bladder/ urinary tract/vaginal) type: vaginal and bladder)"), cystitis ("infection ((bladder/ urinary tract/vaginal) type: vaginal and bladder)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain/loss: specify: gain"). The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and dyspareunia had resolved and the vaginal haemorrhage, vaginal infection, cystitis, migraine, headache, nausea, fatigue, weight increased and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, essure devices are functioning properly. No evidence of contrast spillage into the peritoneum. Lot number:927080. Manufacture date: 2011-12. Expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, anxiety, migraine, endometriosis, uterine bleeding and multiparous. Concomitant products included citalopram 23-oct-2013 to december 2016, ethinylestradiol;levonorgestrel (levora) from december 2010 to september 2015, ethinylestradiol;norgestimate (sprintec) since january 2014, norethisterone (nora be) from january 2012 to june 2012 and oral contraceptive nos from 2010 to 2013. In march 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/loss: specify: gain"). On (B)(6) 2012, the patient had essure inserted. In may 2012, the patient experienced vaginal infection ("infection ((bladder/ urinary tract/vaginal) type: vaginal and bladder)"), cystitis ("infection ((bladder/ urinary tract/vaginal) type: vaginal and bladder)") and fatigue ("fatigue"). In march 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the vaginal haemorrhage, vaginal infection, cystitis, migraine, headache, nausea, fatigue, weight increased and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: tolerated the procedure well following deployment essure spiral coils counted ¿ 4. Following deployment essure spiral coils counted - 6 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Hysterosalpingogram - on 20-jun-2012: total bilateral occlusion, essure devices are functioning properly. No evidence of contrast spillage into the peritoneum. Lot number:927080 manufacture date: 2011-12 expiration date: 2014-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Reporter information updated. New event: vaginal discharge was added. Concomitant drugs, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.